Event description:
It was reported that externalized conductors were observed under the fluoroscopy. No patient symptoms were reported. The lead will be monitored with regular follow-ups.

Manufacturer narrative:
(B)(4).